Event description:
It was reported that loss of capture was observed on the device and right ventricular (rv) lead. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that the device was reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.